Event description:
On (B)(6) 2025 the patient called inogen to report that the power port was not working and could not get their poc, g5 device to charge. The patient stated they had to go to the hospital and sustained damage to his heart and lungs. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient claiming he had been to the hospital. Intervention is unknown.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.